Manufacturer narrative:
Manufacturer ref# (B)(4). Igtcfs-65-fem-celect-perm. (B)(4). Summary of investigational findings: image review finds filter tilt to an insignificant degree. Filter perforation of ivc is confirmed. The root cause for the tilt and perforation is unknown, but either the perforation could have contributed to the filter tilt, or the filter tilt could have caused the filter to perforate ivc. The statement that the filter legs appeared outside of the column of contrast after deployment cannot be confirmed with the available imaging. About one year after placement procedure, perforation of ivc has occurred. All four primary legs and two secondary legs demonstrate grade 2 interaction with the ivc wall. The remaining secondary legs demonstrate grade 1 interaction. The root cause is unknown, but filter perforation of the vena cava wall is a known risk reported in the published scientific literature, and the literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. There is found no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to study: the inferior vena cava (ivc) diameter at the intended filter location was 17.8 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right common femoral vein as the access site, a celect filter (lot # e3219385) was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pulmonary embolism (pe). The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. There was no extravasation of contrast or filter legs appearing outside the column of contrast after filter placement. The filter angle of tilt was 0 degrees. Analysis of the placement procedure venacavagram revealed no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. The filter was placed in the ivc infrarenal site, and the ivc diameter at the filter location was 23.3 mm. There was no evidence of filter migration, extravasation of contrast, or deformation. Filter legs did appear outside the column of contrast after filter placement. The angle of filter tilt in the ap view was 6.3 degrees. On 18-sep-2015 12-month follow-up CT (379 days post-procedure): site: grade 2 filter leg interaction with ivc wall. Analysis: number of filter legs with grade 1: six. Number of filter legs with grade 2: six. No hemorrhage, hematoma, or other clinical finding at perforation or puncture site. Number of filter legs with grade 3: zero. Patient outcome: the patient remains in the clinical study and no device related adverse events have been reported.

Manufacturer narrative:
(B)(4). Catalog # igtcfs-65-fem-celect-perm. Investigation is still in progress.

Event description:
Description of event according to study: the inferior vena cava (ivc) diameter at the intended filter location was 17.8 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right common femoral vein as the access site, a celect® filter (lot # e3219385) was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pulmonary embolism (pe). The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. There was no extravasation of contrast or filter legs appearing outside the column of contrast after filter placement. The filter angle of tilt was 0 degrees. Analysis of the placement procedure venacavagram revealed no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. The filter was placed in the ivc infrarenal site, and the ivc diameter at the filter location was 23.3 mm. There was no evidence of filter migration, extravasation of contrast, or deformation. Filter legs did appear outside the column of contrast after filter placement. The angle of filter tilt in the ap view was 6.3 degrees. On (B)(6) 2015, 12-month follow-up CT (379 days post-procedure): site: grade 2 filter leg interaction with ivc wall. Analysis: number of filter legs with grade 1: six. Number of filter legs with grade 2: six. No hemorrhage, hematoma, or other clinical finding at perforation or puncture site. Number of filter legs with grade 3: zero. Patient outcome: the patient remains in the clinical study and no device related adverse events have been reported.